Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - due to the patient having pain after a fall. A computerized tomography (CT) scan showed a fracture of the glenoid.